Event description:
Customer reported experiencing high blood glucose events intermittently over the last couple of months. The specific highest blood glucose value was not known and displayed as "high". Cause was not known. Customer took steps to resolve the situation independently by changing the infusion set and cartridge.